Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported that spillage of therapy in device that already in the morning does not work on the way out. At the time of dressing to inspect the device hole in catheter exits is detected. Device was used, first use, no consequences. No other information was provided.